Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a hole in the downstream occlusion, and a damaged battery compartment. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Initial customer report indicates a problem with the dso (downstream occlusion) seal. During the visual inspection it was found the dso seal was degraded. Additionally, it was found that the battery compartment was broken. The complaint was confirmed during the visual inspection test. The most probable root cause was the degradation of the dso seal. The dso seal and battery compartment were replaced. During the motor test it was found that the motor odometer read 10,231,160. As it was over 6 million revolutions, the motor was also replaced. Pvt (performance verification testing) was conducted. The software was updated. All tests passed within specifications. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.